Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was distorted/bent, and blood was found on the distalend of the electrode. The lead exhibited apparent explant damage. Concomitant products 5076 implantable pacing lead - (B)(6) 2012; 4196 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a month of implant, the lead failed defibrillation threshold (dft) testing, and the patient failed subse quent device defibrillation tests. The lead was explanted and replaced. No patient complications have been reported as a result of this event.